Manufacturer narrative:
Company representative evaluated the monitor and replaced carrier board. Calibrated and tested unit to factory specifications.

Event description:
Customer reported loss of communication between v series monitor and vps module, which may have affected patient monitoring. No patient injury was reported.